Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an alert for possible high voltage circuit damage and received multiple inappropriate shocks. The device was found to be normal as the capacitors were successfully able to charge itself. The patient condition is well.